Manufacturer narrative:
[(B)(4)].

Event description:
During a surgery in (B)(6) hospital, the sureshot targeter didn't work after connecting to the controller, the intramedullary nail and its move cannot be displaced on the monitor. Finally the c- arm was utilized to complete the surgery. The surgery was delayed for 50min. Finally the c- arm was utilized to complete the surgery.